Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 5xx pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshoot was performed. Customer stated they are unable to assemble a new infusion set and reservoir. The reservoir will be returned for analysis.